Event description:
The manufacturer service technician reported that the blades shot out of the device while it was being serviced at the user facility. There were no adverse consequences related to this event.